Event description:
It was reported the programmer will not update via the sdn (software distribution network) or usb (universal serial bus) methods. The company representative said sdn would not even fill window with software to be updated where usb would fill window with software and get to about 80% completion on the status but never finish. It was also reported the power cord is split/unsealed at one end. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported software update issue; hard drive reconfigured and software reloaded to resolve issue. Analysis also confirmed the power cord issue; power cord found damaged at the strain relief. Power cord bay found damaged, lower case damaged/worn out, and upper hinge plate damaged/worn out. (B)(4).